Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device is missing led segments on the display. It is unk if there is any pt involvement.